Event description:
Same case as MFR report# 3005099803-2008-01049; 3005099803-2008-01050; 3005099803-2008-01051. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, four basket separations occurred. The stones were located in the common bile duct (cbd). Two extractor rx 9 mm x 12 mm and two extractor rx 9 mm x 15 mm retrieval balloons were used during the procedure. An unspecified extractor rx retrieval balloon was advanced to the cbd, however, upon "sweeping" the duct with the balloon, the balloon separated from the catheter. Three more unspecified extractor rx retrieval balloons were advanced, however, each time the balloon separated from the shaft "at the biopsy cap of the scope". It was noted that two of the balloons "were left inside that patient and the patient will pass them". It was not known how the other two balloons were removed. The procedure was completed with another of the same device. The patient's status is reported as "fine". It was not known which specific device separated in the cbd and which devices separated at the biopsy cap of the endoscope. It is also not known which specific devices had components that remained inside the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.